Event description:
In use for the first time on a pt in the hospital cardiac cath lab, the reporter stated that medical staff complained the device "wasn't pacing correctly". Further inquiries were unable to characterize alleged malfunction. No adverse affects to the patient were reported as a result of the alleged malfunction.